Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the instructions for use (IFU), ventricular malposition with central regurgitation is a known potential complication associated with the valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, minimally or bulky/severely calcified leaflets, loss of pacing capture, rapid deployment, release of stored tension during deployment,  and movement of the delivery system by the operator. The edwards  sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in previously implanted tricuspid ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. Low valve placement can lead to native leaflet overhang. However, the overhanging leaflet must be mobile, (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be significant in causing regurgitation. This may explain why low placement can occur without regurgitation. In this case, the disruptive flow was caused by native valve overhang of one of the leaflets. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, a 29mm sapien 3 valve was deployed in a pre-existing tricuspid ring with the commander delivery system and esheath. Valve position was determined to be appropriate. However, there was native valve leaflet overhang that created what was described as ¿disrupted flow¿. A second 29mm sapien 3 valve was implanted slightly more ventricular and eliminated the leaflet overhang. There were no edwards device malfunctions.